Event description:
It was reported that during central processing, the user observed a damaged conductor wire on the fenestrated bipolar forceps instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: a visual inspection was conducted prior to sterilization, and a frayed wire was observed on the instrument. The wire was not exposed due to a damaged insulation. No fragments fell inside the patient. There was no loss of cautery, and no arcing was observed during a procedure. No evidence of thermal damage was identified on the instrument. The surgical procedure was completed with the same fenestrated bipolar forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire that was split near the proximal clevis which resulted in the wire being exposed. The fenestrated bipolar forceps instrument's grips were manually manipulated, and the instrument passed the electric continuity test on three of three attempts. The fenestrated bipolar forceps instrument delivered energy without any issues on all three attempts. There were no signs of thermal damage that was observed. The complaint was confirmed by failure analysis.